Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 24-jan-2023. H6: investigation summary: two samples were provided to our quality team for investigation. Through visual inspection, the thumb press is observed to be broken on both products. A device history review was performed for the reported lot 2208075, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. During our review of device records for lot 2210010, multiple incidents were found related to machine stops during both the molding and packaging process. As a result, it is possible the plunger got trapped and lead to the breakage as observed in the sample provided. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. The areas where pieces run in manufacturing area are protected to avoid damage on the product. While we could not identify a direct issue for lot 2208075, based on our quality teams investigation and sample evaluation, it was determined the damage occurred during manufacturing due to the product jamming or getting trapped within the equipment.

Event description:
It was reported that the bd plastipak¿ concentric luer lock syringe broke while the device was still the package. The following information was provided by the initial reporter, translated from french to english: the plunger of the syringe is broken while the device is still in the package and has not been used.

Event description:
It was reported that the bd plastipak¿ concentric luer lock syringe broke while the device was still the package. The following information was provided by the initial reporter, translated from french to english: the plunger of the syringe is broken while the device is still in the package and has not been used.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: medical device lot #: 2208075. Medical device expiration date: 31-jul-2027. Device manufacture date: 04-aug-2022 . Medical device lot #: 2210010. Medical device expiration date: 30-aug-2027. Device manufacture date: 26-aug-2022.